Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose but was not sure of the time or the date. The customer said that she treated with the insulin pump. She started vomiting and called ems because she felt as if the insulin pump had not delivered insulin. She was admitted to the hospital for 5 days and her blood glucose at the time of admittance was over 600 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir, declined to check site/insulin issues and declined to check their settings. She was able to perform the high-pressure test and it passed. She was advised to change entire set, reservoir and insulin and treat per her doctor's instructions. The customer stated that she believes that the pump is leaking. She also mentioned that she was hospitalized in (B)(6) for her blood glucose being over 600 mg/dl in april because of her pump not delivering insulin. The customer was advised to check her low reservoir setting and it was set to 30 units at 8 hours. Her alarm history showed that on (B)(6) 207, she received a low reservoir alarm at 30 units and on (B)(6) 2017. The customer ran a self-test and the pump passed. The insulin pump is not being returned for analysis.